Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the steerable guide catheter (sgc). Based on available information, a cause for the reported pericardial effusion was unable to be determined. The cause of hypotension was unable to be determined. A cause for the reported hemorrhage could not be conclusively determined. The reported patient effects of pericardial effusion, hypotension, and hemorrhage are listed in the mitraclip system IFU as known possible complications associated with mitraclip procedures. The reported medication, unexpected medical intervention and hospitalization or prolonged hospitalization were the results of case-specific circumstances as treatment was performed as necessary. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr), myocardial infraction, dilated hypertrophic cardiomyopathy for a mitraclip procedure. During the procedure, intra-aortic balloon pump (iabp) support was utilized due to the patient¿s pre-existing history of myocardial infarction and dilated hypertrophic cardiomyopathy. The procedure was continued, and the clip was successfully deployed. Post-procedure, the mr was reduced to grade 1. Despite clip release and escalation of catecholamine support, hypotension persisted. Iabp was used to treat hypotension. Transesophageal echocardiography (tee) subsequently revealed a pericardial effusion, and extracorporeal membrane oxygenation (ECMO) was initiated. Bleeding from the femoral vein was identified during removal of the steerable guide catheter (sgc) and was controlled using surgical treatment. The patient was subsequently managed in the intensive care unit (ICU) under ECMO support. There was no clinically significant delay reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr), myocardial infraction, dilated hypertrophic cardiomyopathy for a mitraclip procedure. During the procedure, intra-aortic balloon pump (iabp) support was utilized due to the patient¿s pre-existing history of myocardial infarction and dilated hypertrophic cardiomyopathy. The procedure was continued, and the clip was successfully deployed. Post-procedure, the mr was reduced to grade 1. Despite clip release and escalation of catecholamine support, hypotension persisted. Iabp was used to treat hypotension. Transesophageal echocardiography (tee) subsequently revealed a pericardial effusion, and extracorporeal membrane oxygenation (ECMO) was initiated. Bleeding from the femoral vein was identified during removal of the steerable guide catheter (sgc) and was controlled using surgical treatment. The patient was subsequently managed in the intensive care unit (ICU) under ECMO support. There was no clinically significant delay reported.